Manufacturer narrative:
Per the baxter service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the power cord and plug for nicks, cuts, and breaks. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 15, 2025 . It is unknown if the facility performed any other preventative maintenance on this bed. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
On 24-nov-2025, a other health care professional contacted technical service to report that trauma stretcher frame (product code p8040g000126, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.